Manufacturer narrative:
The device in question has been retrieved and evaluated by the manufacturer. Device drpt (diagnostic report) logs were investigated finding no malfunction or failure of the device to perform to manufacturer declared specifications. Further analysis of the device interaction time signatures found that during the date of the event in question (26-dec-2024) the device had been in standby mode and was not providing therapy from 0730 (B)(6) 2024 until therapy was initiated at 0905 (B)(6) 2024. The device underwent further evaluation and testing with therapy being performed for approximately 15.5 hours with no failure or malfunctions noted. Based upon the information currently provided and available, no causal relationship of the device to the patient outcome of death has been noted. However, contribution of the device to the patient outcome of death has been confirmed: foreseeable use error - failure to transition the device from standby to therapy status-post patient connection to the device. Device inherent safety design permits the patient to breath spontaneously in the event such a use error occurs.

Event description:
The manufacturer was notified of a patient death while they were on ventilator therapy using a trilogy evo ventilator. Based on the information currently provided and available, it was alleged that the patient with primary diagnoses of chronic respiratory failure, copd expired on (B)(6) 2024 during clinical and therapeutic use of the device. The patient was found deceased with the non-invasive interface attached and the machine powered off. There has been no allegation of device malfunction at this time. It is unknown at this time if the device alarmed at the time of the event. The device settings at the time of the alleged incident were avaps mode vt500 8-10 rate auto ps min 8 ps max 25. The secure data card will not be returning with the device because this item is not applicable. The circuit will not be returned with the device. The device has not been retrieved for further investigation thus far.